Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a follow-up device check. It was noted that the left ventricular lead exhibited loss of capture. The lead was explanted and replaced. There were no patient consequences.